Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs and the buttons were sticking. Customer stated moisture appears under the display screen when weather temperatures increase. Customer stated the device had been splashed with water. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the tone check on self test. No audio/beep anomaly noted. The device had intermittent button response due to corroded keypad traces. No unexpected numbers ramping noted. The unit had cracked case at the display window corner, minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. The device also had moisture damage on the lcd board.